Manufacturer narrative:
Spacelabs technical support assisted the customer remotely during the event. Powercycling the xhibit resolved the problem. The customer confirmed that the displays were working as expected. There have been no reports of recurrence. Spacelabs¿ r&d investigative findings from the event logs noted the disconnection and reconnection of the display cables causing the videocard issue. This report is considered complete and this matter closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of xhibit telemetry central displaying the spacelabs logo. This resulted in a loss of telemetry monitoring for 15-20 minutes. No injury was reported.